Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a replacement pump with updated software, as the current pump did not have the latest version. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Technical support provided guidance on putting the pump into storage mode, returning the pump, and programming the replacement pump with their settings. The customer was responsive and acknowledged all instructions, including returning the faulty pump to avoid being billed.